Event description:
Customer reported receiving calibration error and change sensor alerts. He stated that the transmitter did not blink when attached to his most recent box of sensors. Customer stated that he had not waited two hours for the sensor to wet and that it was a past event. The blood glucose reading was 210 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used blood glucose sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors had no signal reading. The other sensor passed per specification. The lab transmitter passed per specification.